Manufacturer narrative:
The device was received for evaluation inside its sealed packaging. Visual inspection revealed two loose light colored particles in the package. Microscopic inspection revealed a transparent curled polymeric particle > 0.7mm in length and an irregularly shaped clear polymeric flake > 3.6mm in length, with other smaller particles adhered including a blue fiber approximately 0.7mm in length, a black particle, yellow tinged irregularly shaped particles approximately 0.1 mm in length and small amber particles. Chemical characterization using fourier transform infrared (ft-ir) spectroscopy determined the transparent curled polymeric particle was consistent with polyvinyl chloride. The black adherent material was consistent with an ester containing substance suggestive of an acrylic polymer and the large polymeric particle was consistent with polyvinyl chloride. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the sterile packaging of a micro-volume syringe inlet. This was noted before use. There was no patient involvement. No additional information is available.